Event description:
An 18g 4f power PICC solo catheter having difficulty with flushing PICC line removed with difficulty. Resistance noted and requiring muscle massage. Distal 5 cm of line noted to be tortuous upon removal.